Manufacturer narrative:
Reliability analysis inspected 2 opened/used reservoirs, performed the manual prime and the high pressure test per des 8654, section 13.2.3.2.2 and dqtp 6117. The new lab infusion set was used along with the 5xx insulin pump. The priming was performed in the insulin pump. The reservoirs passed per inspection and there were no air bubbles anomalies observed during analysis. The o-rings/stopper groves were checked for defects and none were found. The reservoirs connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose levels. Customer's blood glucose level went as high as 550 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for air bubbles anomaly was performed. Customer advised their doctor changed the insulin pump settings and they have experienced bent cannulas in the past. Customer advised the location of the air bubbles was half way up the tube but not near the end of the tube. Customer advised the air bubbles were 1/4 inch in size and 1/2 inch along with smaller ones scattered around. Customer was advised to change out their set. Customer was advised that replacement reservoirs will be sent out and they agreed to return the reservoirs for further analysis.